Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist (lvad). Approximately 7 weeks post-implant, it was reported that the patient was in the rehab center and had a sudden increase in ldh levels. After a few days the patient's ldh had tripled and was admitted into the hospital. The pump power had a slight increase; however, it was reported the only symptoms the patient had was fatigue and her physical activity was not improved. The auscultation of the pump was reported to be fine. An echocardiogram indicated a 'very bad right ventricle" and a ramp study indicated lvedd slope - 0.06. Pump thrombosis was suspected and the hospital started the patient on an IV heparin drip. Due to the patient's poor right ventricle function the patient was given diuretics, the pump speed was decreased and the pump power was returned to a normal range. The patient was placed on the urgent transplant list and was transplanted on (B)(6) 2014.